Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 15oct2019. The power switch overlay was received for failure investigation (fi). Visual inspection of the power switch overlay revealed no evidence of damage or contamination. The fi technician installed the power switch overlay assembly into a fi test unit and could not confirm the failure. This power switch overlay was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay to address the reported issue. The device was not being used for treatment at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
During periodic maintenance, a light emitting diode (led) failure was reported. There was no patient involvement.